Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4). Description: linear st lead, 50cm.

Event description:
A report was received that the patients ipg migrated and was putting pressure on the spine. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient had pain going down the leg starting at the ipg site due to ipg pressing on a nerve. The patient underwent an explant procedure. It was noted that the pain immediately went away after the ipg was removed. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg migrated and was putting pressure on the spine. The patient will undergo an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg migrated and was putting pressure on the spine. The patient will undergo an explant procedure.